Event description:
It was reported that (1) hdh05 used with the hp053 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device made an error alarm. Opened another device to complete the case. There was no consequence to pt.